Event description:
The tech alleged that the mattress ticking is worn causing body fluids to ingress into the mattress. No pt impact.

Manufacturer narrative:
The tech replaced the mattress with a mattress refresh kit to resolve the issue.